Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 10mm proximal of the proximal markerband and extending approximately 58mm distally across the balloon material. An examination of the balloon material and distal markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres.a visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.